Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose levels of approximately 1100mg/dl and diabetic ketoacidosis (dka). Prior to being hospitalized, the customer attempted to treat by administering numerous boluses and injections. During the hospitalization, the customer was treated via intravenous insulin drip, and released 5 days later. System check was performed with tandem technical support, and it was determined that the pump was operating as intended. There was no permanent damage to the customer, and bg levels are now back to target.